Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient feels the device is migrating when lying on their left side. It was also reported that the patient declined an x-ray and isometrics and other testing was unable to reproduce symptoms. The device remains in use. No patient complications have been reported as a result of this event.